Event description:
The pt was in respiratory distress. As staff tried to ventilate the pt with bag/valve-mask, it was discovered after several attempted ventilations that the peep valve on the bag was occluded. The pt had been extubated the previous day. When examined, the peep valve showed signs of dried secretions. It is believed that the occluded valve contributed to all previous failed attempts to ventilate the pt. The pt had been re-intubated several time because staff believed there was incorrect placement of the bt tube when ventilation was not possible. Several days later, same scenario occurred with this pt when a new valve was being used and there was no evidence of occlusion.